Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 395 mg/dl at the time of incident and current blood glucose was 439 mg/dl. Customer also stated that blood glucose value when admitted to hospital was 600 mg/dl. The customer experienced symptoms such as sleepy. The customer was treated with manual injection and insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.